Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting high thresholds and impedance stabilization on the lead. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported the lead displayed a high impedance spike which then decreased and became stable. It was also reported a lead fracture is suspected and the lead remains in use. The patient is being monitored at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary :the device was not returned; however, analysis of the device memory revealed the pacing lead displayed a varying impedance trend and an elevated pacing capture threshold. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting an attempt to replace the lead was made; however, there was "absence of venous access." Re-programming configurations were possible due to replacement of the device. Testing of the parameter configuration showed acceptable values and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.